Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("post implant pregnancy"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy". The patient's concurrent conditions included chronic salpingitis and vaginal prolapse. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("left lower quadrant pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device dislocation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one was extracted from patient¿s medical record: uterine haemorrhage(confirming genital haemorrhage). Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet & medical record received. Abnormal bleeding, vaginal bleeding , menorrhagia, abnormal uterine bleeding & lower abdominal pain were added. Lab data updated. Patient, product & reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriages)"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abortion spontaneous ("miscarriage") and uterine haemorrhage ("abnormal uterine bleeding") in a 40-year-old female patient (gravida 10, para 7) who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy" and device monitoring procedure not performed "no essure confirmation test". The patient's past medical history included multi gravida and multiparous ((B)(6) 1992, (B)(6)1995, (B)(6) 1997, (B)(6) 2001, (B)(6) 2003, (B)(6) 2010, (B)(6) 2012.)). Concurrent conditions included chronic salpingitis and vaginal prolapse. Concomitant products included misoprostol, panadiene co (tylenol #3), paracetamol (acetaminophen) and prenatal vitamins. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 3 years 7 months after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced cystoscopy ("cystoscopy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), abdominal pain lower ("left lower quadrant pain") and back pain ("lower back area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, abdominal pain lower, cystoscopy, depression, anxiety and back pain outcome was unknown and the genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, pelvic pain, menorrhagia and dyspareunia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, cystoscopy, depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2016, urine test showed miscarriage ¿concerning the injuries reported in this case, the following one was extracted from patient¿s medical record: uterine haemorrhage(confirming genital haemorrhage). Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received. Lot no added. Concomitant medication added. Following event: psychological or psychiatric problems condition: depression, mental anguish, dyspareunia (painful sexual intercourse), lower back area ,ectopic pregnancy was updated pregnancy (stillbirth or miscarriages). Outcome of events were updated incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriages)"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abortion spontaneous ("miscarriage") and uterine haemorrhage ("abnormal uterine bleeding") in a 40-year-old female patient (gravida 10, para 7) who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy" and device monitoring procedure not performed "no essure confirmation test". The patient's past medical history included multi gravida and multiparous (B)(6) 1992, (B)(6) 19995, (B)(6) 19997, (B)(6) 2001, (B)(6) 2003, (B)(6) 2010, (B)(6) 2012.). Concurrent conditions included chronic salpingitis and vaginal prolapse. Concomitant products included misoprostol, panadiene co (tylenol #3), paracetamol (acetaminophen) and prenatal vitamins. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 3 years 7 months after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) -2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced cystoscopy ("cystoscopy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), abdominal pain lower ("left lower quadrant pain") and back pain ("lower back area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, abdominal pain lower, cystoscopy, depression, anxiety and back pain outcome was unknown and the genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, pelvic pain, menorrhagia and dyspareunia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, cystoscopy, depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2016, urine test showed miscarriage. ¿concerning the injuries reported in this case, the following one was extracted from patient¿s medical record: uterine haemorrhage(confirming genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), ectopic pregnancy with contraceptive device ("post implant pregnancy (ectopic)"), abortion of ectopic pregnancy ("miscarriage"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy" and device monitoring procedure not performed "no essure confirmation test". The patient's concurrent conditions included chronic salpingitis and vaginal prolapse. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced cystoscopy ("cystoscopy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("left lower quadrant pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menstrual disorder, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower and cystoscopy outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, cystoscopy, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one was extracted from patient¿s medical record: uterine haemorrhage(confirming genital haemorrhage). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event cystoscopy was added, pregnancy was changed to ectopic pregnancy and essure monitoring test was not performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriages)'), abortion spontaneous ('miscarriage') and endometritis ('chronic endometritis') in a 40-year-old female patient who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test" and device ineffective "post implant pregnancy". The patient's medical history included multi gravida, multiparous (((B)(6) 1992, (B)(6) 19995, (B)(6)19997, (B)(6)2001, (B)(6)2003, (B)(6)2010, (B)(6)2012.)), vaginal delivery, abnormal uterine bleeding, adenomyosis, paratubal cyst and cervicitis. Concurrent conditions included chronic salpingitis, vaginal prolapse, adenomyosis, pain, umbilical hernia, bladder instillation procedure and pelvic floor dyssynergia. Concomitant products included minerals nos;vitamins nos (prenatal vitamins), misoprostol, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 3 years 7 months after insertion of essure. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have cystoscopy ("cystoscopy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), abdominal pain lower ("left lower quadrant pain") and back pain ("lower back area"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy and vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, endometritis, menstrual disorder, cystoscopy, depression and anxiety outcome was unknown, the genital haemorrhage, abnormal uterine bleeding, vaginal haemorrhage, pelvic pain, heavy menstrual bleeding, abdominal pain lower and back pain had resolved and the dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abnormal uterine bleeding, abortion spontaneous, anxiety, back pain, cystoscopy, depression, device dislocation, dyspareunia, endometritis, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils were noted on the right. 3 coils remaining on the left ostium. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative; on (B)(6) 2016: negative. Diagnostic results: (B)(6) 2016, urine test showed miscarriage ¿concerning the injuries reported in this case, the following one was extracted from patient¿s medical record: uterine haemorrhage(confirming genital haemorrhage), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporter's information added.event:chronic endometritis were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriages)') and abortion spontaneous ('miscarriage') in a 40-year-old female patient who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy" and device monitoring procedure not performed "no essure confirmation test". The patient's medical history included multi gravida, multiparous (((B)(6) 1992, (B)(6) 19995, (B)(6) 19997, (B)(6) 2001, (B)(6) 2003, (B)(6) 2010, (B)(6) 2012.)), vaginal delivery and uterine bleeding. Concurrent conditions included chronic salpingitis, vaginal prolapse, adenomyosis, pain, umbilical hernia, bladder instillation procedure and pelvic floor dyssynergia. Concomitant products included minerals nos;vitamins nos (prenatal vitamins), misoprostol, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 3 years 7 months after insertion of essure. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have cystoscopy ("cystoscopy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), abdominal pain lower ("left lower quadrant pain") and back pain ("lower back area"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, cystoscopy, depression and anxiety outcome was unknown, the genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, pelvic pain, menorrhagia, abdominal pain lower and back pain had resolved and the dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, cystoscopy, depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils were noted on the right. 3 coils remaining on the left ostium. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative; on (B)(6) 2016: negative. Diagnostic results: (B)(6) 2016, urine test showed miscarriage ¿concerning the injuries reported in this case, the following one was extracted from patient¿s medical record: uterine haemorrhage(confirming genital haemorrhage), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of events " pain and bleeding" were updated as recovered. Reporter information was added. On 9-jan-2020: amendment: concomitant drug recoded. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriages)') and abortion spontaneous ('miscarriage') in a 40-year-old female patient who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post implant pregnancy" and device monitoring procedure not performed "no essure confirmation test". The patient's medical history included multi gravida, multiparous (((B)(6) 1992, (B)(6) 1995, (B)(6) 1997, (B)(6) 2001, (B)(6) 2003, (B)(6) 2010, (B)(6) 2012.)), vaginal delivery and uterine bleeding. Concurrent conditions included chronic salpingitis, vaginal prolapse, adenomyosis, pain, umbilical hernia, bladder instillation procedure and pelvic floor dyssynergia. Concomitant products included minerals nos; vitamins nos (prenatal vitamins), misoprostol, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 3 years 7 months after insertion of essure. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have cystoscopy ("cystoscopy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), abdominal pain lower ("left lower quadrant pain") and back pain ("lower back area"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, cystoscopy, depression and anxiety outcome was unknown, the genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, pelvic pain, menorrhagia, abdominal pain lower and back pain had resolved and the dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, cystoscopy, depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils were noted on the right. 3 coils remaining on the left ostium. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative; on (B)(6) 2016: negative. Diagnostic results: (B)(6) 2016, urine test showed miscarriage. ¿concerning the injuries reported in this case, the following one was extracted from patient¿s medical record: uterine haemorrhage(confirming genital haemorrhage), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.